Manufacturer narrative:
Current information is insufficient to permit a valid conclusion about the cause of this event. A follow up report will be sent upon completion of the device evaluation.

Event description:
It was reported that the ratcheting mechanism of a ratcheting handle was not working correctly during a routine inspection. There were no surgical or patient impacts associated with this event.

Manufacturer narrative:
The returned device was evaluated. There was no failure mode detected. A review of the manufacturing records did not identify any issues which may have contributed to this event.

Event description:
It was reported that the ratcheting mechanism of a ratcheting handle was not working correctly during a routine inspection. There were no surgical or patient impacts associated with this event.